Manufacturer narrative:
A partial lead was returned in two segments for analysis. Insulation damage was noted at 26.6 - 28.2 cm and 29.5cm from the distal tip consistent with clavicle crush damage. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise on the rv lead was observed. The oversensed noise was recorded as high ventricular rate episodes. The patient was asymptomatic. The leads were explanted and replaced. The patient was stable during and after the procedure.